Event description:
Patient on bipap, and machine shut off, flashing error code 100e. The nurse was in the room and noticed the machine had turned off. The patient began to reach for the mask but the nurse was able to turn the bipap back on before anything happened to the patient. This is the third event we have experienced in the last six weeks since purchasing these bipap machines five months ago. Once biomedical engineering was notified, they reported it to phillips. According to phillips, the 100e error code is what is causing the v60's to shut down and phillips' solution, at this time, is to downgrade the software to an earlier version. Manufacturer response for bipap, brand not provided, per site reporter. Additionally, phillips is opening an fco (field correction order) for all eight v60's that (B)(6) hospitals owns. The rep is planning on coming in (B)(6) 2017.